Manufacturer narrative:
The rotaflow drive has been sent to (B)(4) for further investigation by the supplier (B)(4). The investigation is pending. A supplemental medwatch will be submitted after new information has been received. (B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
It was reported that the error message "head" occured during service. No patient was involved. (B)(4).

Manufacturer narrative:
The rotaflow drive was sent to germany for further investigation by the supplier em-tec. According to the em-tec´s service report# (B)(4). Dated on (B)(6)2018 following was found: the failure was reproducible. The electronical boards were replaced. Burn-in, calibration and final check were performed. Furthermore, the system test according to service protocol was performed. Thus, the failure could be confirmed. The most probable root cause could be determined as mishandling/hot plug. In the course of the investigation of (B)(4) all complaints were analyzed individually to look for patterns and causes. After evaluation of the complaints, the following defects are the most common: hot plug, sig error followed by head error, error message due to shaking / error message due to sensitivity, connection problems and hardware-error. The increase in complaints with the error "head error" is due to a user / application error. The actions have been addressed in the past to prevent application errors. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manual, mcv-ga-10000703-de-11, contain detailed descriptions to prevent an "error head". In addition, the instruction manual describes how the user has to react in case of an error message so that the application can be continued if possible. Since there are several causes of errors that result in an error head (error head) message, no final root cause could be determined. It is noticeable that the evaluated error is largely due to a user error. Warning in the IFU regarding "hotplug" and label with the "hotplug" warning on the rfc have already been implemented in the past. Maquet medical systems, USA (importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). Importer- maquet medical systems USA (B)(4). Contact person- (B)(6).

Event description:
Internal reference: (B)(4).